Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8 mm fenestrated bipolar forceps instrument could not be removed because the tip wasn't straight and the cannula didn't allow it. The irk was used to remove instrument. The procedure was completed with no reported injury.